Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was kinked it led to high blood glucose level. Infusion set had been used for 3.5 hours. Patient was treated with multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.